Event description:
Or ref: 2005 1110-2-1 according to newcastle hosp, driver attached to pt and set a rate of 57mm - battery indicator checked and was working. After about six hours very little content left, excessive flashing observed instead of 2 to 3 per minute, increased to about 40 flashes per minute. Battery removed and re inserted, but flash remained excessive and outer driving mechanism which pushes the syringe excessively working. No pt injury. Pt denies dropping the device.

Manufacturer narrative:
Eval summary: while the pump appeared to be working correctly at the time of testing, the conclusion was that the fluid, in a wet state, produced a transient fault condition. The behaviour of the pump to over infuse could be a direct result of fluid contamination can corrode copper tracks, components or switches or form low resistance paths which can lead to malfunctioning of the syringe pump. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.